Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The baton was connected to the monitor and the monitor was powered on; the image was good. The cable on the baton was wiggled/flexed with no adverse results. The monitor was attached to a rolling cart and the back casing was flexed with no failures. The back shell assembly / input connector was replaced as a precaution. The baton was plugged into a test monitor and all tests were performed again; the correct image appeared on the screen. The monitor was functioning properly. Service was complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor lost video. A delay in the procedure of unknown duration occurred as a different glidescope monitor and baton was obtained. No harm to patient or user was reported.